Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a blood glucose of 194 mg/dl that later trended down to 148 mg/dl without symptoms; the cause was unclear and no device component issue was identified. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Troubleshooting and education were provided, including guidance to wait and observe glucose trend and an offer for a full supply change. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a device-related problem and no investigation findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.